Event description:
An aneurx stent graft system was implanted in a patient for endovascular treatment of an abdominal aortic aneurysm. Aneurysm morphology at the time of implant is unknown. The aortic neck has severe disease progression. It was reported approximately 36 months post stent graft implantation, the stent graft migrated, resulting in a type I endoleak. The cause of the migration may be related to the severe disease progression, and the patient did not return for follow-up. The patient was treated with one aneurx aortic cuff and one talent aortic cuff. The endoleak was resolved. The patient was reported to be fine and no additional clinical sequelae have been reported.

Manufacturer narrative:
Evaluation results: mirgraion, endoleak. Severe disease progression. Evaluation conclusion: severe disease progression. Other, secondary intervention required.